Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in a 29-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis, right lower quadrant pain, hyperthyroidism and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge and bladder spasm ("bladder spasms"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times") and arthralgia ("hip pain/ both hip pain"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced urticaria ("hives/rashes or skin conditions type: hives all over my body"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), headache ("headaches"), muscle spasms ("muscle spasm"), tooth disorder ("dental problems"), balance disorder ("losing balance") and depression ("depression"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal infection, bladder spasm, depression and gastrooesophageal reflux disease outcome was unknown and the back pain, abdominal pain, arthralgia and balance disorder was resolving. The reporter considered abdominal pain, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, muscle spasms, pain, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Event gastrointestinal or digestive system condition type: acid reflux was added. Event outcome abdominal pain and both hip pain updated to recovering from unknown. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/ sleeping has become painful') in a 29-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis, right lower quadrant pain, hyperthyroidism and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge and bladder spasm ("bladder spasms"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times") and arthralgia ("hip pain/ both hip pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpatations") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced urticaria ("hives/rashes or skin conditions type: hives all over my body"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), headache ("headaches"), muscle spasms ("muscle spasm"), tooth disorder ("dental problems"), balance disorder ("losing balance"), depression ("depression"), peripheral swelling ("legs and feet swells") and joint swelling ("ankle swells") and was found to have hormone level abnormal ("hormones are wacked"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal infection, bladder spasm, depression, gastrooesophageal reflux disease, peripheral swelling, joint swelling and hormone level abnormal outcome was unknown and the back pain, abdominal pain, arthralgia and balance disorder was resolving. The reporter considered abdominal pain, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, joint swelling, muscle spasms, pain, palpitations, pelvic pain, peripheral swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Concerning the injuries reported in this case the following events were reported via social media : peripheral swelling, joint swelling and hormone level abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Event added: hormones are wacked. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/ sleeping has become painful') and pelvic infection ('pocket of fluid - infection') in a 29-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis, right lower quadrant pain, hyperthyroidism and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge and bladder spasm ("bladder spasms"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times\right sided pain") and arthralgia ("hip pain/ both hip pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpatations") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced urticaria ("hives/rashes or skin conditions type: hives all over my body"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), pain ("body aches/ so much pain"), headache ("headaches"), muscle spasms ("muscle spasm"), tooth disorder ("dental problems"), balance disorder ("losing balance"), depression ("depression"), peripheral swelling ("legs and feet swells"), joint swelling ("ankle swells"), anxiety ("anxiety") and pelvic fluid collection ("pocket of fluid - infection") and was found to have hormone level abnormal ("hormones are wacked"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, fatigue, weight increased, vaginal infection, bladder spasm, depression, gastrooesophageal reflux disease, peripheral swelling, joint swelling, hormone level abnormal, anxiety and pelvic fluid collection outcome was unknown, the dyspareunia had resolved and the back pain, abdominal pain, arthralgia and balance disorder was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, joint swelling, muscle spasms, pain, palpitations, pelvic fluid collection, pelvic infection, pelvic pain, peripheral swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Concerning the injuries reported in this case the following events were reported via social media : peripheral swelling, joint swelling and hormone level abnormal. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: dyspareunia outcome update. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/ sleeping has become painful') in a 29-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis, right lower quadrant pain, hyperthyroidism and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge and bladder spasm ("bladder spasms"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times") and arthralgia ("hip pain/ both hip pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced urticaria ("hives/rashes or skin conditions type: hives all over my body"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), headache ("headaches"), muscle spasms ("muscle spasm"), tooth disorder ("dental problems"), balance disorder ("losing balance"), depression ("depression"), peripheral swelling ("legs and feet swells") and joint swelling ("ankle swells"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal infection, bladder spasm, depression, gastrooesophageal reflux disease, peripheral swelling and joint swelling outcome was unknown and the back pain, abdominal pain, arthralgia and balance disorder was resolving. The reporter considered abdominal pain, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, joint swelling, muscle spasms, pain, palpitations, pelvic pain, peripheral swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Concerning the injuries reported in this case the following events were reported via social media : peripheral swelling, joint swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New reporter ,new events- legs/feet swell, ankle swell were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis and right lower quadrant pain. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("hives/rashes or skin conditions type: hives all over my body"), pain ("body aches"), headache ("headaches"), muscle spasms ("muscle spasm"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), palpitations ("blood or heart disorder/condition type: heart palpatations"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge, bladder spasm ("bladder spasms"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times"), arthralgia ("hip pain"), balance disorder ("losing balance") and depression ("depression"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal infection, bladder spasm, abdominal pain, arthralgia and depression outcome was unknown and the back pain and balance disorder was resolving. The reporter considered abdominal pain, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, muscle spasms, pain, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Lot number provided. Events per pfs: infection (bladder/ urinary tract/vaginal)type: bladder/urinary, rashes or skin conditions type: hives all over my body, bladder or urinary problems or changes, blood or heart disorder/condition type: heart palpatations, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, weight gain, other injury(ies) or complication (s) please describe: recurrent vaginal infections, bladder spasms were added. Patient's medical history was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis and right lower quadrant pain. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("hives/rashes or skin conditions type: hives all over my body"), pain ("body aches"), headache ("headaches"), muscle spasms ("muscle spasm"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), palpitations ("blood or heart disorder/condition type: heart palpatations"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge, bladder spasm ("bladder spasms"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times"), arthralgia ("hip pain"), balance disorder ("losing balance") and depression ("depression"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal infection, bladder spasm, abdominal pain, arthralgia and depression outcome was unknown and the back pain and balance disorder was resolving. The reporter considered abdominal pain, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, muscle spasms, pain, palpitations, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/ sleeping has become painful') in a 29-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis, right lower quadrant pain, hyperthyroidism and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge and bladder spasm ("bladder spasms"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times") and arthralgia ("hip pain/ both hip pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpatations") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced urticaria ("hives/rashes or skin conditions type: hives all over my body"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), headache ("headaches"), muscle spasms ("muscle spasm"), tooth disorder ("dental problems"), balance disorder ("losing balance"), depression ("depression"), peripheral swelling ("legs and feet swells"), joint swelling ("ankle swells") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormones are wacked"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal infection, bladder spasm, depression, gastrooesophageal reflux disease, peripheral swelling, joint swelling, hormone level abnormal and anxiety outcome was unknown and the back pain, abdominal pain, arthralgia and balance disorder was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, joint swelling, muscle spasms, pain, palpitations, pelvic pain, peripheral swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Concerning the injuries reported in this case the following events were reported via social media : peripheral swelling, joint swelling and hormone level abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event anxiety was added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain/ sleeping has become painful') and pelvic infection ('pocket of fluid - infection') in a 29-year-old female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, micturition urgency, spotting between menses, dysfunctional uterine bleeding, vulvovaginitis, cystitis, right lower quadrant pain, hyperthyroidism and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: bladder/urinary"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("other injury(ies) or complication (s) please describe: recurrent vaginal infections") with vaginal discharge and bladder spasm ("bladder spasms"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain ("abdominal pain/stabbing at times\right sided pain") and arthralgia ("hip pain/ both hip pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced urticaria ("hives/rashes or skin conditions type: hives all over my body"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), pain ("body aches"), headache ("headaches"), muscle spasms ("muscle spasm"), tooth disorder ("dental problems"), balance disorder ("losing balance"), depression ("depression"), peripheral swelling ("legs and feet swells"), joint swelling ("ankle swells"), anxiety ("anxiety") and pelvic fluid collection ("pocket of fluid - infection") and was found to have hormone level abnormal ("hormones are wacked"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, urticaria, pain, headache, muscle spasms, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal infection, bladder spasm, depression, gastrooesophageal reflux disease, peripheral swelling, joint swelling, hormone level abnormal, anxiety and pelvic fluid collection outcome was unknown and the back pain, abdominal pain, arthralgia and balance disorder was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, balance disorder, bladder disorder, bladder spasm, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, joint swelling, muscle spasms, pain, palpitations, pelvic fluid collection, pelvic infection, pelvic pain, peripheral swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 7, the identical steps were undertaken to insert the essure micro-insert in the opposite tube, the number of expanded coils that appeared trailing into the uterine cavity was 1. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, back pain, fatigue, headache, depression, pelvic pain, vaginal infection, abdominal pain. Concerning the injuries reported in this case the following events were reported via social media : peripheral swelling, joint swelling and hormone level abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Reporter added. Event pelvic fluid collection and pelvic infection were added. On 20-mar-2020: social media received reporter information was added. F/up 8 and 9 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("hives"), pain ("body aches"), headache ("headaches") and muscle spasms ("muscle spasm"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urticaria, pain, headache and muscle spasms outcome was unknown. The reporter considered headache, muscle spasms, pain, pelvic pain and urticaria to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.